Event description:
It was reported that during an unspecified procedure the suture string of a flexima drainage catheter broke. The flexima nephrostomy drainage catheter was being used in an unspecified anatomy location and while attempting to coil the loop, the suture string broke. Despite multiple attempts to obtain additional info, no additional info has been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.